Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and absence of no delivery alarm. The customer¿s blood glucose level was unknown. The customer reported that insulin pump absence of no delivery alarm and unresponsive buttons, auto shut off at night. It was reported that no warning or indication of low battery, grinding when rewinding, plastic chipping off the reservoir compartment when changing the reservoir and clock resetting often. It was reported that rewind took longer to do and alarms was not as loud as it was. It was reported that the back light is dull and not as bright and the screen has spots. The customer was advised to discontinue use of the pump and revert to back-up plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limit anomalies noted. No unexpected missing segment /partial display anomalies noted. No unexpected absence of occlusion alarm anomalies noted. No unexpected back light anomalies noted. Insulin pump received with cracked reservoir tube lip, (B)(4).

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected battery out limit anomalies noted. No unexpected missing segment or partial display anomalies noted. No unexpected absence of occlusion alarm anomalies noted. No unexpected back light anomalies noted. Device received with cracked reservoir tube lip,